Event description:
Pt has open reduction and internal fixation of right hip on 4/23/1998. Pt seen in 9/1998 still complaining of continued healing problems. Increasing pain and swelling in 12/1998 - resulted in x-ray which revealed new fracture of the bone and intramedullary nail.